Event description:
It was reported by a company representative that a vns patient¿s chest incision site was suspected to have been infected. The physician planned on explanting the generator, but upon opening and inspecting the chest incision site, determined that the infection is superficial and not septic. Discharge only comes out when pushed. No hardware was exposed during the procedure. A wound vac was administered and antibiotics and regular dressing changes were recommended. Review of the manufacturing records for the generator and lead revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.